Manufacturer narrative:
The incident device has not yet been returned for evaluation. Upon receiving and evaluating the incident device, a f/u report will be generated and submitted.

Event description:
"Black material from trocar breaking off and falling into abdominal cavity during procedure."